Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing intermittent stimulation changes independent of postural changes. Troubleshooting was performed, including reprogramming, without resolution. An impedance check was performed, which indicated impedance measurement on both lead connectors, despite the patient having only one lead implanted. During a revision procedure, it was observed that the port plug was not fully seated within the evoke closed loop stimulator (cls) header. The cls was replaced, and an additional lead was implanted to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.